Manufacturer narrative:
This report originally filed as 1119421-2021-00141. The product was not returned for analysis. Only photos were provided. Photo review: photos of the implanted lens were provided. There are lines/marks on the iol that have the appearance of a possible fold lines. No determination can be made from the photo. Additional information: the complainant states the use of company cartridge and non company visco which are not qualified to be used with the associated iol model. Video review: the only thing that immediately stood out is the cartridge being rinsed before the ovd is added and the amount of ovd being placed into the cartridge. It appears the ovd is only being placed at the loading area, which isn¿t sufficient. Ideally, the cartridge should be filled 2/3 with ovd". While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified combination. The use of non-qualified combination may result in delivery issues and/or damage. In addition to this, the video was provided as an example of the surgeon¿s technique. On the provided video it appears the ovd is only being placed at the loading area, which isn¿t sufficient. Ideally, the cartridge should be filled 2/3 with ovd. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that three (3) patients experienced a crack in the implanted intraocular lens (iol) implant after a procedure. The healthcare professional stated they checked the lens prior to implantation and there were no visible cracks. This record is for the first patient on this date of event. Additional information has been requested and received stating all surgeries were completed and the iols remain implanted so far.